Manufacturer narrative:
As all the necessary information or the product was not provided, the root cause of the spinal cord ischemia was not determined and relation to impella is unknown. G1 reporting contact email revised on manufacturer device report 1220648-2024-15116 in accordance with updated procedures.

Event description:
The complaints team was notified of an inclusive of allegation out of (B)(6) hospital. The email stated that in a recent impella 5.5 training with the advance practice providers at emory university, they uncovered a finding that our team did not known about. The providers stated that they have notice a severe spike in spinal cord ischemia involving 16 patients. Of those 16 patients, a significant amount received impella as adjunctive therapy. All patients had venoarterial extracorporeal membrane oxygenation. All patients either had a distal perfusion catheter or surgical end-to-side graft placed.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.